Event description:
The customer's mother reported that the customer was hospitalized twice for diabetic ketoacidosis. The first time on (B) (6) 2010, with a blood glucose reading of 800 mg/dl. The second time on (B) (6) 2010, with a blood glucose reading of 597 mg/dl. Troubleshooting was performed, and the insulin pump was programed correctly. The insulin pump passed the prime and self tests, but the mother didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.